Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. The event can be detected by handling the device according to the following instructions for use: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the duodenovideoscope had a defective instrumentation channel. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the inside of the light guide lens had discoloration. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional evaluation findings are as follows: switch 1 had a pinhole, switch box had a dent, due to a cut on the heat shrinking tube of the forceps elevator, lock engagement lever, the expected insulation capacity cannot be obtained, the plug unit was damaged, the objective lens had a scratch, the light guide lens and adhesive around the objective lens had a crack, and the connecting tube had a cut. Due to the annual inspection, parts must be replaced. There was corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.